Event description:
On (B)(6) 2014 a red top bar-coded specimen was centrifuged and tested for estradiol and progesterone. Estradiol = 249.1 pg/ml. Progesterone >0.1 ng/ml. Qc tested approx 2 hours before the specimens were all within acceptable ranges. Specimen was not repeated on (B)(6) 2014. The specimen was stored on the cells in the refrigerator. On (B)(6) 2014 refrigerated specimen pulled for repeat testing on the same primary tube. Qcs all within acceptable ranges. Estradiol= 662.8 pg/ml. Progesterone >0.1 ng/ml repeat estradiol result did not correlate with initial reported result. Progesterone correlated. Patient was started on fertility treatments based on the initial results and repeat results indicated treatments should not have been started. Root cause: unable to determine but possible root causes were: specimen handling. Specimens for estradiol should have the serum poured off from the red cells and the serum frozen if saved for add'l testing. This was not done and could have impacted the repeat estradiol testing. When service was done on the analyzer on (B)(6) 2014 the field service engineer found issues with the substrate delivery system that required repair. Since qc and other patient results were acceptable, this is most likely the root cause of the errant result.